Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional reportable qs pr ids (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that cataract surgery with an intraocular lens (iol) implant was completed on the right eye without harm to the patient on the same day. After 3¿4 week endophthalmitis was observed in patient¿s eye (fungal growth, with candida pelliculosa being detected in samples of aqueous humor, vitreous humor and intraocular lens). The patient was hospitalized for seventeen days, during which vitritis and hypopyon were also diagnosed. Three days after the observation of decreased visual acuity, the patient was diagnosed with endophthalmitis. Subsequently, two days later, anterior vitrectomy surgery was performed. Six days later, posterior vitrectomy surgery was conducted. A week after that, the patient underwent iol explantation and another vitrectomy surgery, which resulted in significant visual sequelae. The patient's condition is improving, and they have received medication, including corticosteroids, triazoles, and antifungal treatments administered topically, intravitreally, and systemically. This report pertains to two of two ophthalmic viscoelastic involved for this reported event. This complaint is pertaining the one of nine reports received from the initial reporter.

Manufacturer narrative:
Complaint lot search report reviewed; there are no other complaints for the reported lot. Release results - all batches are released according to the required specifications; all testing results were within specification for this batch. No product deviations were reported during manufacturing of this lot that could cause the reported adverse event. No abnormalities were observed during batch record review related to this complaint. All analytical results are within specification. The small materials and fabrication vessels used for the compounding of viscoelastics were cleaned rinsed before use. All references and rinsing samples are conform. Limulus amebocyte lysate (lal) results for buffer, bulk and filling are conform. Lal results on reactor and flexible (rinsing samples) are conform. Bioburden is conform. Sterility tests and rabbit invitreous test are passed without remarks. Sample evaluation - no complaint sample was received at the puurs manufacturing site for further investigation. Retention sample testing is not required based on assessment performed. Stability check - no unusual trends were observed for the stability results of the stability batches tested during the review period of corresponding annual product quality review (apqr). As no sample is available and no manufacturing related deviations were identified, a conclusive root cause could not be determined. Review of the lot complaint history, product specifications and manufacturing record found no issues which would have contributed to this complaint. Based on analysis performed, no atypical trend is present for the reported lot. In the absence of an atypical complaint trend and as no manufacturing related issues were identified during the investigation, this complaint is not justified from a technical point of view. No further action is required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.